Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: inflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: fibrin clot in inlet chamber of lvad. Specific component(s) involved: inflow graft malfunction/malposition. Additional text: fibrin clot in inlet chamber of lvad. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump. Implant device type: lvad. Malfunction device type:.